Manufacturer narrative:
(B)(4). Method: log review. Results: programming error. The reported complaint of an over infusion of dilaudid was investigated through a review of the associated pc unit event log. Data from the log indicates that the pca infusion was programmed with the user alternating from a single dose concentration to a high dose concentration throughout the time period reviewed. On two separate occasions ((B)(6) 2011 at 11:55 am and (B)(6) 2011 at 10:42 am) the log indicates that the single strength dose was selected with as pca dose of 1 mg programmed resulting in pca doses equaling 5 mls of fluid. In each case the user received guardrails warnings that several of the parameters exceed the limit and elected to proceed as programmed. The root cause of the over infusion is believed to be a user programming error when the user selected the single strength selection but used the high strength medication.

Event description:
Pharmacist requested a log review for a suspected over infusion of pca dilaudid. Pca concentration 0.2 mg/ml was initially used but due to pt requiring higher amounts of medication, concentration was changed to 5x (1 mg/ml) on (B)(6) at around 1300. They suspect the user programmed the regular concentration but used the 5x concentration. On (B)(6) 2011 at around 2300, regular concentration was ordered pca 1 mg with lockout 8 minutes, breakthrough pain nurse bolus 2 mg and basal rate 1 mg/hr with max limit 5 mg/hr. Between 2400 and 0600 the order was that basal may be increased to 2 mg/hr with no pca. At 0600 on (B)(6), it was back to 1 mg/hr basal plus pca. Around 1000, the dose was changed to 1.5 mg, lockout 10 minutes, max limit 7 mg/hr, bolus 2 mg and basal rate 1.5 mg/hr. At noon the max limit was changed to 5 mg/hr with no other changes. Syringe is bd 50 ml. There was no pt harm. Customer states that no further pt/event info is available.